Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant of the pacing lead was unsuccessful because, after multiple attempts, it was determined that stylets could not be inserted through the lumen of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The analyst noted that the full lead was returned with the helix extended. The distal conductor is distorted in the connector at 1.5 cm. A fresh 14-52 gray stylet was only able to be inserted 1.5 cm into the lead. If information is provided in the future, a supplemental report will be issued.